Event description:
During a cataract extraction procedure, this phacoemulsification handpiece could not be used. Ther was a problem with the needle.

Manufacturer narrative:
Visual evaluation of this device indicated that the aspiration tube is no longer secured to the handpiece.